Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the hcp wanted to do a head MRI. The hcp said the device was not functioning. They could not confirm the device was at end of service. No symptoms or further complications were reported.